Manufacturer narrative:
E1: patient city: (B)(6), patient country: south africa. H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in south africa. The patient mother reported that the patient experienced diabetic ketoacidosis (dka) and need to change complete infusion set and senor which occurred on (B)(6) 2025. The patient mother also reported that her son was not feeling well, and her son blood glucose levels was elevated, therefore patient had received correction bolus and intravenous (IV) drip. The patient went to emergency room (ER) and subsequently got hospitalized for less than 24 hours on (B)(6) 2025 and patient blood glucose levels while admitting the hospital was 302 mg/dl. The patient had symptoms such as vomiting, nausea and stomach pains at the time of hospitalization. The patient had ketones which were 3.4 mmol/l. The infusion set was in use for two days. No further information was available.